Manufacturer narrative:
Product complaint # (B)(4). Two open samples and three unopened samples of product code j497, lot # pgz908 were returned for analysis. During the visual inspection of five samples (two open and three unopened) no needle pull off was noted since the needle was attached to suture, but severe damage on the suture could be observed and due to this condition, a functional test was performed and the tensile strength force was below the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, the assignable cause of the pull off ¿ suture needle is a damaged suture. In addition, fifteen unopened samples of product code j497, lot # pgz908 were returned for analysis. During the visual inspection of fifteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no suture needle pull off was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. During the procedure, the suture falls apart when pulled from package for use. There were no adverse patient consequences reported.